Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 18 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient. No patient complications were reported and the patient's status was stable.